Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being in the hospital for non diabetes related issues. The blood glucose reading at time of call was 544mg/dl. Initially, the caller requested assistance on how to change settings in the bolus wizard. The customer stated that his sugar level was fine previously, but the doctor in the hospital had changed the settings, and his glucose level is not dropping. Assisted the customer in adjusting the settings, and he will call back if further assistance is needed. The customer stated that he treated with manual injections. No additional information was provided.